Event description:
Reporter indicated a vns therapy system programming handheld computer "has locked up on the 'push to set up screen' page." Troubleshooting did not resolve the issue. Good faith attempts to obtain the product for analysis were unsuccessful